Event description:
Customer reported via phone, he inserted a new sensor and was having issues removing the introducer needle. During the night the insulin pump alarmed sensor error. Customer removed the sensor in the morning and noticed the sensor cannula was broken off. Customer stated portion of the sensor cannula appeared to have off in the skin. Customer's blood glucose was 104 mg/dl. Customer was unsure if the introducer needle was bent, but stated it went straight into the needle hub. Customer was advised to speak to doctor and get an x-ray to locate the cannula in the body. Customer was advised to return the sensor for further analysis and customer agreed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected 1 opened/used sensor and found sensor cannula retracted the sensor. Unable to confirm customer received sensor damage due to customer returning it opened/used. Found sensor cannula whole with no broken part.

Event description:
It was reported via phone on (B)(6) that the customer was concerned because a part of the sensor was still in his body.